Event description:
Physician reports that wescott scissors are not closing/cutting properly. He says that this issue was previously reported. A second pair of scissors was obtained and surgery continued. Spd [sterile processing department] was alerted of the issue, and scissors were disposed of and will be replaced in the eye muscle tray.